Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp, a 5-fr, 3-cm geenen pancreatic stent without an internal flap was prophylactically placed to reduce the risk of post-ercp pancreatitis, as biliary cannulation had been prolonged and sphincterotomy was not performed. In the same session, a 7-fr, 7-cm straight biliary plastic stent was inserted to relieve obstructive jaundice secondary to ampullary carcinoma. Endoscopic imaging at the conclusion of the procedure confirmed appropriate positioning of both stents, and the patient had an uneventful immediate recovery, allowing discharge four days later. However, three days after discharge, the patient returned with fever and recurrent jaundice, raising concern for biliary obstruction or infection. A repeat ercp was performed, which revealed that the previously placed pancreatic stent had migrated and become lodged within the lumen of the biliary plastic stent, thereby causing obstruction of bile flow. Both stents were successfully and easily removed using grasping forceps without complication, and to ensure adequate biliary drainage, an endoscopic nasobiliary drainage tube was subsequently placed. Require intervention/additional procedures s=4 a 74 year old individual presented with obstructive jaundice secondary to ampullary carcinoma. The patient underwent endoscopic retrograde cholangiopancreatography (ercp) for biliary decompression.